Manufacturer narrative:
(B)(4). Batch # p93n04. Device analysis: the device was returned with the tissue pad damaged, melted and 100% present. The device was connected to a gen11 and the device did activate during functional testing. Due to the device returned condition the tissue effect issue could not be confirmed. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. In addition, upon disassembly it was found that there was a cracked internal component; broken trigger subassembly. It is possible that the unexpected noise heard could be either: the blade making contact with metal or plastic while activated, the blade not being properly attached to the hand piece or the solid tone emitted by the generator when the blade becomes damaged. However no unexpected noise was noted at any time during the analysis of the device. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
The surgeon was performing a lap. Hysterectomy, he reported that after approx. 30min using the device he had the feeling that there was a lesser coagulation energy, and he was missing the audio feedback of the higher tone which is the indicator the generator is reducing the energy down. After inspecting the distal dip he saw that the teflon pad was burned. He changed the device and could finish the procedure. There were no patient consequences.